Event description:
During installation, the frame screw extension was unsoldered. There was patient contact but no patient injury. There was no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 07/16/2015. The investigation included: method: review of complaint management database for similar complaints, visual. Results: two year look back for reported failure and or related to "screw extension unsoldered" for this product ID shows that 3 complaints were received including this case no new design or manufacturing trends have been identified; 30213183 (weld assembly) confirmed weld assembly has split between the gear (pn 20214790) and the gear support (pn 20213185). Conclusion: in summary, the end users reason for return was verified the most likely cause could be due to inadequate brazing. This issue will be monitored.

Manufacturer narrative:
Add'l info received on april 1, 2015. What action was taken after the problem occurred' (e g was there a replacement to be used?) = yes. Was the surgery/procedure able to be completed? Yes. Was there any delay? If yes, how long? 5 minutes. Was there any patient adverse consequence as a result of the delay? If yes, please = no.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.